Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while a ventilator was in use. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by a third party service center and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.